Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. There were two physicians involved in this event: dr. (B)(6). Reported event of wire broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to two devices used in the same procedure. Manufacturer report # 3005099803-2014-02404 addresses the first device, while manufacturer report # 3005099803-2014-02410 addresses the second device. It was reported to boston scientific corporation that a captivator medium oval snare and an active cord were used during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare wire was noticed to be bent and broken after passing through tortuous anatomy several times. It was reported that the active cord broke during the procedure as well. The procedure was completed with a different device. There were no patient complications reported as a result of this event. It was reported that there were no patient injuries.